Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: pcb contamination manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer complaint of e-4 error; internal safety meter mechanism error. The e-4 error occurred as soon as the test strip was inserted in the meter. During the call on (B)(6) 2016, the customer stated she was feeling weak. The customer declined seeking medical attention. Customer was advised if her symptoms persisted to seek medical attention. The test strip lot manufacturer's expiration date is 12/20/2017 and open vial date is (B)(6) 2016. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: corrupted calibration data. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer complaint of e-4 error; internal safety meter mechanism error. The e-4 error occurred as soon as the test strip was inserted in the meter. During the call on (B)(6) 2016, the customer stated she was feeling weak. The customer declined seeking medical attention. Customer was advised if her symptoms persisted to seek medical attention. The test strip lot manufacturer's expiration date is 12/20/2017 and open vial date is 11/14/2016. The meter memory was not reviewed for previous test result history.